Event description:
Preoperative diagnosis: status post mastectomy with reconstruction, right breast deformity, tight capsules, and need for replacement. There is no way to know if left silicone implant was ruptured prior to explantation. Right implant was removed. No evidence of rupture.